Event description:
It was reported that the patient¿s pump failed and the pump was replaced. The pump was used to deliver morphine. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced withdrawal. The actual pump failure was unknown and the cause of the failing pump was also unknown. The health care provider (hcp) reportedly called a company representative and "was told it was a critical alarm". The patient had not recovered and the symptoms/issue was ongoing, as they were in the process of titrating the new pump. The drug delivered via the device system was listed as fentanyl.